Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the unit has a broken live pin.

Manufacturer narrative:
No sample received. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. The unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. Complaint trending information is being reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.